Event description:
On october 6, 2008, the general manager was informed by the physician that the pt from a case at the end of september (physician could not recall date) developed a pneumothorax. The physician stated that in his opinion the pneumothorax happened because the lesion was big, and close to the pleura. The physician stated that the issue was resolved, and the pt only had to stay a few days longer at the hosp under observation, and is now doing fine without further complications. The physician stated that this incident had nothing to do with the superdimension system.